Event description:
Failed mityvac delivery x 2. Infant developed subgaleal hemorrhage. This report is being filed as a result of the FDA public health advisory: need for caution when using vacuum assisted delivery devices. This notice initiated an internal review of this event and this event was identified to be reported.